Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic analysis of the returned device found that the proximal contact was bent and the delivery wire was kinked. The main coil had broken off at the detachment zone, just proximal to the main junction. The coil appeared to have broken off by torsion. The main coil was also found to be kinked and stretched. Information available indicated that the device was confirmed to be in good condition prior to use. It is likely that some procedural factors encountered during the procedure limiting the performance of the device contributed to the reported event and observed issues. Therefore, a root cause of operational context has been assigned to the complaint.

Event description:
Resistance was encountered as the coil was being repositioned for a second time and the physician decided to withdraw the coil. However, the coil prematurely detached inside the microcatheter and was removed with the microcatheter as one unit. The procedure was completed with a different device. There was no clinical consequence to the patient.

Event description:
Resistance was encountered as the coil was being repositioned for a second time and the physician decided to withdraw the coil. However, the coil prematurely detached inside the microcatheter and was removed with the microcatheter as one unit. The procedure was completed with a different device. There was no clinical consequence to the patient.